Manufacturer narrative:
Study event. The device remains in the patient's anatomy. The lot number was provided. Review of the device history record did not product any findings relevant to this event. Thr rx accunet, part# 1011649-55, lot# 6071151, referenced is filed under manufacturer report number 3004742046-2007-00339.

Event description:
Device malfunction: none. Symptom/ae: left ophthalmic artery infarction. Time of symptom/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure the patient experienced a left ophthalmic artery infarct resulting in loss of vision in the left eye. No treatment was given and the visual loss is continuing. Though requested, no additional information was available.